Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of b30 error was confirmed and the video connector required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center has broken pins inside the port where the scope connects. As a result, a b30 error ensued. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it is likely the cause was related to the video connector pins being bent. Per the instructions for use (the phenomenon might have been prevented): - do not touch the electrical contacts inside the video system center¿s connectors. - do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.